Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The worsening mr appears to be due to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported surgical intervention was result of case-specific circumstance as the patient will be sent to surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mitraclip was chosen for implantation. Grasping and capturing was successful. When closing the clip to 20 degrees a posterior leaflet perforation formed from the arm of the clip. The clip was removed and procedure abandoned. Procedure ended with mr grade 4 but reported to be worsened.